Event description:
Customer reported when his insulin pump vibrates it makes an obnoxious sound like there is something loose inside. The issue has been happening since around (B)(6) 2014. The sound can be very annoying. Customer's blood glucose is 173 mg/dl. Troubleshooting could not determine the cause of the strange noise. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir tube and cracked case near display window corners. The device passed the self test. However, the unit did rattle when the vibrator motor was activated because the vibrator motor adhesive no adhering to the case.